Event description:
I have contacted medtronics several times about this issue. My insulin pump 670g will at times automatically stop insulin delivery for no reason at all causing severe hyperglycemia. They replaced my first pump because of this only to have the replacement pump do the exact same thing. They have looked into this and cannot come up with a reason why this is happening. I had stopped using the pump because of this. FDA safety report ID# (B)(4).